Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. The instrument was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined. Considering the physicians statement, the balloon burst was most likely induced by the patients anatomy (i.e. Severely calcified lesion)..

Event description:
A pantera leo coronary balloon catheter was selected for treatment of a moderately calcified lesion (75 percent stenosis degree) in the rca. The balloon ruptured during inflation at 18 atm. Another balloon catheter was used for the intervention. It was stated that it occurred due to calcification.